Event description:
A sternal locking plate implanted on an unknown date, was noted as broken approximately 5 months post-operative. Broken portion of the plate was removed and the balance of the plate was left in place.